Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between "low" and 60 mg/dl. Suspected cause was due to customer's pump settings requiring adjustments. Customer consumed carbohydrates and occasionally received assistance and was provided with juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.